Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2016 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked on the side from the threads to the case seal. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored. Also unrelated to the complaint, the keypad was observed to be peeling up. During testing, te up arrow, down arrow and ok buttons were found to be intermittently unresponsive to button presses. The pump was opened and there was contamination found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.